Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-12582) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-12595) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain, bleeding, additional surgery, incontinence, pain during intercourse, and erosion. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.